Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.additional information was later received from the field that confirms the pacemaker was explanted and replaced successfully. There were no additional adverse effects to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirms the pacemaker was explanted and replaced successfully. There were no additional adverse effects to the patient.